Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D2: additional product codes own, fet, gcj, het and nwb. The device was returned to olympus for evaluation, and the customers allegation was not confirmed. Additionally, there was dust accumulated inside the main unit and an old software version (1.12) was noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the visera elite ii video was having an e333 touch panel error that was noted during preparation for use. There were no reports of patient injury or medical intervention associated with this event.